Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was returned for evaluation and the investigation confirmed material rupture and material frayed. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model cq7584 pta balloon dilatation catheter allegedly experienced material rupture and material frayed. The information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.